Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that leaking was noticed in the enteral feeding set connector. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. No samples were returned to the manufacturing site for evaluation, but a video was provided by the customer. Examination of the video detected a leakage between the cross spike and the line. The root cause and action plan will be documented through a formal investigation. This complaint will be closed with no further action and will be used for tracking and trending purposes.